Event description:
It was reported that during a lap cholecystectomy, after four or five successful clips were fired, a clip shot through the jaws locking the device onto the artery. The handles were pulled open and it still would not open. The surgeon had to clip on either side of the device and cut it out. Another device was used to complete the procedure. The patient is fine.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.